Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
An a1059 mayfield skull clamp slipped during surgery. It was also reported that the ratchet arm was hard to move. Additional info has been requested.